Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but were working with their doctor or manufacturer¿s representative (rep).

Event description:
It was reported the patient needed help because his implantable neurostimulator (ins) went ¿crazy.¿ it reportedly went from ¿5-10¿ and the patient couldn¿t even get up to walk. The patient was at physical therapy (pt) the day of this report. The patient had been doing some twisting and turning during rehab and had not turned the device off before exercise. The patient had done pt before without issues. He did pt for his legs and back (different movements, leg lifts, and splits). The patient felt stimulation increases during the pt session because of his movement. The patient laid down on a cold/ice pack for 8 minutes and after that he could hardly get up. When the patient stood back up, the stimulation adjusted itself and ¿shot up.¿ the patient forgot about the ¿gyro¿ and after being up for about 10 minutes everything settled down and he was fine. The patient felt a buzzing in his body. The patient didn¿t have a patient programmer (pp) or recharger (insr). The patient had an appointment with a manufacturer representative (rep) on (B)(6) 2014 and would tell them about the episode of stimulation increasing after the ice pack. The patient met with a rep on 2014-12-18. It was noted the patient had a sensor which was set with an upright voltage and all other positions were set to 0 volt amplitude. The rep removed the ¿mobile voltage¿ so the patient didn¿t have settings in any other positions other than upright. It was clarified that the amplitude values would carry over to the unassigned positions when the program for upright voltage with other position programs set to 0. The patient was very satisfied with the therapy. He had greater than 50% relief of his pain. It was noted posture changes were involved with the issue and the cause of the event. No troubleshooting was performed. The patient was doing fine and was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).